Event description:
Distributor boston scientific legal manufacturer is listed as innova quartz. Package #1 laser fiber noted in trf 101018f broke in physician's hand and resulted in a burn to hand. New fiber obtained from cad unit and fiber with second device, fibers on device broke as it was being pulled from the package. Labels of both devices included. Physician burn on tip of left index finger. Will seek treatment after causes are completed. Size is described as pencil eraser size.